Manufacturer narrative:
Investigation ongoing.

Event description:
The patient¿s native annulus measured 18mm by tee and 21mm with an area of 392mm2 per CT. There was mild calcification of the sinotubular junction (stj), the native annulus was mildly calcified, the native leaflets were mildly calcified and the aortic root was mildly calcified.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter found a longitudinal tear along the working length of the balloon. There were no other abnormalities noted. No functional testing of the balloon could be performed based on the damaged condition of the balloon. However dimensional testing of the balloon was performed. The balloon wall thickness was measured on each side of the tear and wall thickness was found to meet specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors (calcification) likely contributed to the balloon rupture. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds this month¿s control limits for this failure mode. Therefore, no corrective or preventative action is required.

Event description:
During a transaortic tavr procedure, the delivery system balloon ruptured at the end of valve deployment. Post deployment tee confirmed full expansion and no paravalvular leak (pvl) was present. No additional dilations were needed.